Event description:
It was reported that during a procedure of the brachial fistula the foxcross balloon dilatation catheter was inflated above rated burst pressure to 20-22 atmosphere (atm) and the balloon ruptured. During removal the balloon detached and the fragment could not be removed from the fistula. Surgical removal was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: guide wire: amplatz; guide cath: vanschie 2; sheath: 6 fr; inflation device: encore inflated above rated burst pressure. The device was returned for analysis. The balloon rupture and separation were able to be confirmed. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use (IFU) states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.